Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes there was under-fill or low draw of a tube with blood this event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "there are only a few drops of blood going into the tube and then it stops. Per email: the customer has reported that 4 lab assistants over two days have attempted to use sst tubes although using good quality veins, only a few drops of blood goes into the tube and then stops.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for investigation. Therefore, 20 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. H3 other text: see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes there was under-fill or low draw of a tube with blood. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "there are only a few drops of blood going into the tube and then it stops. Per email: the customer has reported that 4 lab assistants over two days have attempted to use sst tubes although using good quality veins, only a few drops of blood goes into the tube and then stops.